Event description:
It was reported that during a laparoscopic appendectomy procedure, when firing the device with a blue cartridge, 1 1/2 cm staple was placed before the cartridge fell out into the abdomen. The surgeon was able to take it out through a 12mm trocar and used endoloop instead. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.